Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The non-occluded, 15 x 2.75mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the severely tortuous and mildly calcified left circumflex artery (lcx). A 16x2.75 omega¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent was twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.